Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals from the run data file showed that the rbc detector signal is consistent with the possibility that the platelet line is blocked for a short time during the platelet collection. It is possible though not conclusive that during the time the platelet line was blocked the steady state of the lrs chamber was interrupted, allowing wbcs to escape from the lrs chamber. Potential causes for the block include but are not limited to: a partially or fully occluded platelet line coming from the centrifuge (could be from setting something on top of this line, such as a clipboard, or from the platelet centrifuge line clamp). Clamped platelet bag line. A loading error of the kit in the centrifuge-a manufacturing defect may have been presented on the tubing kit as the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping from the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. Kinds of donor parameters can cause a wbc failure: donor hematocrit greater than 52%, a large increase in the entered hematocrit (= 5%) if donor information is updated during the procedure, higher bmi donor, higher wbc count of the donor, lipemic plasma can cause an incomplete separation of cells, atypical blood cells in size, morphology or count. During the collection, incorrect separation of cells due to cell morphology, due to incorrect loading of the kit, all events that causes pauses of the pumps have an impact on the flow through the lrs chamber and hence on the separation of the cells in the lrs chamber.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.